Event description:
During an electrophysiology procedure for atrial fibrillation ablation to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Resistance occurred when the catheter was against cardiac structures. After ablating the left superior pulmonary vein (lspv), the physician proceeded to access the left inferior pulmonary vein (lipv). However, the physician encountered difficulty wiring the lipv and made multiple attempts. Intracardiac echocardiography (ice) images were unclear and did not provide adequate visualization of the lipv, and the carto mapping system offered limited guidance. After several attempts involving advancement and retraction of the wire through the flower-shaped form factor of the farawave catheter, the physician successfully wired the lipv. Prior to this, the catheter had passed through the mitral valve into the ventricle and navigated around the floor of the atrium. Once access to the lipv was achieved, three pulsed field ablation (pfa) applications were delivered. Approximately 20-25 minutes into the ablation the pericardial effusion was observed. The patient experienced a drop in blood pressure. Upon evaluation of the pericardium, a growing pericardial effusion was identified. The procedure was halted, and a pericardiocentesis was performed. Protamine was administered prior to the insertion of the pericardial drain. The volume of blood removed via the drain is unknown. Tee imaging was performed, and no perforation was observed. After approximately 30 to 40 minutes, the patient stabilized and was transferred to the intensive care unit (ICU) for monitoring. As of 6:00 pm pst, the patient was reported to be stable, extubated, and expected to be discharged on (B)(6), 2025. The device will not be available for return due to disposal.

Manufacturer narrative:
D4: lot number - updated

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an electrophysiology procedure for atrial fibrillation ablation to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Resistance occurred when the catheter was against cardiac structures. After ablating the left superior pulmonary vein (lspv), the physician proceeded to access the left inferior pulmonary vein (lipv). However, the physician encountered difficulty wiring the lipv and made multiple attempts. Intracardiac echocardiography (ice) images were unclear and did not provide adequate visualization of the lipv, and the carto mapping system offered limited guidance. After several attempts involving advancement and retraction of the wire through the flower-shaped form factor of the farawave catheter, the physician successfully wired the lipv. Prior to this, the catheter had passed through the mitral valve into the ventricle and navigated around the floor of the atrium. Once access to the lipv was achieved, three pulsed field ablation (pfa) applications were delivered. Approximately 20-25 minutes into the ablation the pericardial effusion was observed. The patient experienced a drop in blood pressure. Upon evaluation of the pericardium, a growing pericardial effusion was identified. The procedure was halted, and a pericardiocentesis was performed. Protamine was administered prior to the insertion of the pericardial drain. The volume of blood removed via the drain is unknown. Tee imaging was performed, and no perforation was observed. After approximately 30 to 40 minutes, the patient stabilized and was transferred to the intensive care unit (ICU) for monitoring. As of 6:00 pm pst, the patient was reported to be stable, extubated, and expected to be discharged on may 23, 2025. The device will not be available for return due to disposal.

Manufacturer narrative:
Correction, added f2203: imaging required and f0801: intensive care codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an electrophysiology procedure for atrial fibrillation ablation to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Resistance occurred when the catheter was against cardiac structures. After ablating the left superior pulmonary vein (lspv), the physician proceeded to access the left inferior pulmonary vein (lipv). However, the physician encountered difficulty wiring the lipv and made multiple attempts. Intracardiac echocardiography (ice) images were unclear and did not provide adequate visualization of the lipv, and the carto mapping system offered limited guidance. After several attempts involving advancement and retraction of the wire through the flower-shaped form factor of the farawave catheter, the physician successfully wired the lipv. Prior to this, the catheter had passed through the mitral valve into the ventricle and navigated around the floor of the atrium. Once access to the lipv was achieved, three pulsed field ablation (pfa) applications were delivered. Approximately 20-25 minutes into the ablation the pericardial effusion was observed. The patient experienced a drop in blood pressure. Upon evaluation of the pericardium, a growing pericardial effusion was identified. The procedure was halted, and a pericardiocentesis was performed. Protamine was administered prior to the insertion of the pericardial drain. The volume of blood removed via the drain is unknown. Tee imaging was performed, and no perforation was observed. After approximately 30 to 40 minutes, the patient stabilized and was transferred to the intensive care unit (ICU) for monitoring. As of 6:00 pm pst, the patient was reported to be stable, extubated, and expected to be discharged on (B)(6) 2025. The device will not be available for return due to disposal.